Event description:
It was reported to globus that a revision surgery was necessary to remove a broken transition rod. Initial surgery took place (B)(6) 2011. Transition was used at l3-s1. Pt came back with some pain, and x-rays were taken. X-rays did not reveal any abnormalities. Doctor decided to perform revision surgery to alleviate the pain. In situ he noticed a broken rod, which he removed. He then revised with rigid instrumentation from l2-s1.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for eval, however, a review was conducted of all applicable material records, mfg records, storage records, and distribution records according to the description of the product used with the concomitant device. All records revealed all product lots were manufactured within specs, maintained, and distributed in accordance with all federal, state and operating procedures. Based on record review of all available info, it is determined the transition 2 level implant, lordosed, 28mm design conforms to all applicable standards and there was no indication that the issue was a result of product defect or malfunction. See scanned page.